Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel globules was observed. Additionally, 4 retained samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450 rpm for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules. 1 out of 4 tubes produced globules. Bd was able to confirm the customers indicated failure mode from the retained samples test results and attached photos. Bd was unable to determine a root cause. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Tubes should be stored at 4-25°c throughout distribution and at the customer site. Temperature fluctuations may impact gel performance. Exposure to high temperatures prior to use and during processing and centrifugation may lead to an increased formation of gel globules or oil droplets in the serum. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was oil gel globules. This event occurred 40 times. The following information was provided by the initial reporter: translated to english. This is a report about oil droplets generated during centrifugation. The customer reported as follows: "when a sample in a tube was centrifuged, an oil droplet was generated and was floating, and this caused abnormal data of protein and electrolyte (calcium). The oil droplet was removed with a dropper, and the re-assay using the recollected sample gave normal data."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was oil gel globules. This event occurred 40 times. The following information was provided by the initial reporter: translated to english. This is a report about oil droplets generated during centrifugation. The customer reported as follows: "when a sample in a tube was centrifuged, an oil droplet was generated and was floating, and this caused abnormal data of protein and electrolyte (calcium). The oil droplet was removed with a dropper, and the re-assay using the recollected sample gave normal data."